Event description:
It was reported that during a remote follow up, loss of capture was noted on the device. Abbott technical support was contacted, session records were reviewed, and varying defibrillation impedance, varying pacing impedance, and undersensing were also noted. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.